Event description:
It was reported that the 9800 system had an ma and kv error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage tank was replaced and the filament was calibrated during the svc call. The system was tested, and found to be working as intended, and put back into svc.